Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted during procedure that there was non-uniform expansion of the valve. The implanter checked for non-uniform expansion and attempted to mitigate it following established procedures, including trying deployment from a slightly deeper left ventricular (lv) position and performing a pre-balloon aortic valvuloplasty (bav) with a 22mm non-abbott device for about 5 seconds. Despite three deployment attempts, the non-uniform expansion was unable to be resolved. At 80% deployment, the implanter switched to the left anterior oblique (lao) view, confirmed with stent parallax removed, and ensured the implant depth was at an acceptable level below the annulus in that view. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The length of the membranous septum is was 3.4mm. There no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract. The decision was made remove and replace the 27mm navitor vision valve with a 29mm non-abbott device to complete the procedure. The patient did not exhibit any clinical signs or symptoms during or after the event. The procedure was extended because switch to a non-abbott device. The 27mm navitor vision valve was under-expanded due to non-uniform expansion (nue). The non-uniform expansion was believed to be caused by calcification of the native aortic valve. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion was reported. It was checked for non-uniform expansion and attempted to mitigate it following established procedures, including trying deployment from a slightly deeper left ventricular (lv) position and performing a pre-balloon aortic valvuloplasty (bav) with a 22mm non-abbott device for about 5 seconds. Despite three deployment attempts, the non-uniform expansion was unable to be resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion is related to calcification of the native aortic valve. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted during procedure that there was non-uniform expansion of the valve. The implanter checked for non-uniform expansion and attempted to mitigate it following established procedures, including trying deployment from a slightly deeper left ventricular (lv) position and performing a pre-balloon aortic valvuloplasty (bav) with a 22mm non-abbott device for about 5 seconds. Despite three deployment attempts, the non-uniform expansion was unable to be resolved. At 80% deployment, the implanter switched to the left anterior oblique (lao) view, confirmed with stent parallax removed, and ensured the implant depth was at an acceptable level below the annulus in that view. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. . The length of the membranous septum is was 3.4mm. There no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract. The decision was made remove and replace the 27mm navitor vision valve with a 29mm non-abbott device to complete the procedure. The patient did not exhibit any clinical signs or symptoms during or after the event. The procedure was extended because switch to a non-abbott device. The 27mm navitor vision valve was under-expanded due to non-uniform expansion (nue). The non-uniform expansion was believed to be caused by calcification of the native aortic valve.